Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device had reached explant. Boston scientific technical services (ts) discussed that the device will be reaching battery capacity depleted in about a week for 90 days timer. The device was scheduled for changeout. Additional information indicated that the device was explanted due to non-product experience. No adverse patient effects were reported.